Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient was experiencing wound healing issue due to the pain pump. However, the physician explanted the ipg system as a precautionary measure. No further report of complication following the explant. Prior to the event, the patient was using therapy without sequelae. There was no report of device issue.